Event description:
It was reported that when using the bd pyxis¿ es server, the report server failed, causing transaction delays. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that repeated error messages were found related to the pyxis and structured query language. A technical support specialist dialed in to the server, confirmed that the extract transform load (etl) issue no longer appeared on the health sight viewer (hsv) dashboard, reviewed etl history in ssms showing successful runs since 2 am cst despite earlier intermittent failures, observed high ram usage (app server 89%, report server 81%, db server 86%) with no third-party processes, noted the servers had not been rebooted for 82 days, advised the customer to schedule a reboot and verify if a ram upgrade was needed, validated with the es 1.11 project team that reboot steps remained unchanged and shared them with the customer, and after the customer confirmed the reboot was completed on 11/25 with monthly scheduling, validated the servers were running without issues and proceeded to close the case while advising the customer to open a new case for future scheduled reboot validation. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the report server failed, causing transaction delays. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.